Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, loss of atrial capture was exhibited while all other measurements were normal. The physician suspected the lead had dislodged and attempted a revision; however the lead was unable to be successfully repositioned. Another boston scientific atrial lead was then implanted as the chronic lead was also unable to be extracted. No resulting adverse patient effects were reported.